Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to verify the reported issue when using a fiber optic catheter and a patient simulator. The stm observed ¿fault #43¿ in the log files indicating a failure of the fiber optic sensor module. The stm replaced the fiber optic module assembly then tested the iabp unit again. No issues were observed and the iabp unit was no longer generating the fiber optic sensor module failure. Unrelated to the reported issue, as per customer request, the stm replaced the safety disk due to it set to expire the following month. The stm then performed preventative maintenance (pm) and completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor module failure. There was no patient harm and no adverse event was reported.